Event description:
It was reported that the pt's vns indicated high impedance and he could not feel stimulation. It was also noted that the pt's seizures are worsening. Surgery to replace the pt's vns lead and generator has occurred. A manufacturer rep present at the surgery indicated that a lead fracture was observed near the generator. The pt's lead and generator will likely be returned however, they have not been received to date. Attempts for further info are in progress.

Manufacturer narrative:
Device failure occurred.